Event description:
It was reported that the communicator universal serial bus (usb) ethernet adapter was getting warm and the plastic on it was starting to melt. A boston scientific technical services (ts) assisted the patient in troubleshooting. The patient was advised to immediately remove the universal serial bus (usb) adapter and wait for the replacement. The communicator issue persisted. The company representative advised replacing the communicator. The communicator was no longer in service. No adverse patient effects were reported.